Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) found a leak in green tubing through pinch valve vl50b. The fse replaced the tubing and the instrument ran without leaks. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported an uncontained diluent leak of about 20 ml from the front diluter on the lh780. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, faceshield and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.